Event description:
It was reported that the patient had the prior implantable neurostimulator (ins) replaced (B)(6) 2014 with this ins because of non-compliance with charging. Then, this ins was replaced (B)(6) 2014 with the product from a different manufacturer. The reason for this replacement was described as ¿other, unknown.¿ initially, the event was a non-complaint but a complaint was generated upon analysis. There was no patient death or injury. The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead with serial number (B)(4) found that the system was returned with the stimulation lead proximal end connector not completely seated in the implantable neurostimulator (ins) connector port. A setscrew impression was observed on the insulation, too proximal, in between the # 0 and # 1 connectors. Multiple setscrew impressions were observed in the correct location, which was from previous devices. Analysis of the lead with serial number (B)(4) found that the system was returned with the stimulation lead proximal end connector not completely seated in the implantable neurostimulator (ins) connector port. A setscrew impression was observed on the insulation, too proximal, in between the # 0 and # 1 connectors and on the #1 connector. Multiple setscrew impressions were observed in the correct location, which was from previous devices. Analysis of the ins found that there was no significant anomaly and it was functionally okay.